Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer required assistance with the supply change. Tandem technical support assisted the customer with the load process and the customer successfully resumed insulin deliveries. The customer's blood glucose (bg) level was 302mg/dl and a correction bolus via the pump was delivered to address the bg level.